Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric band. According to the rptr: the backside of the stomach was broken, and it was sutured by the physician. The problem was caused by the reload. At the distal end of the unit a formed stapled stayed on the unit and provoked a 1 cm hole in the face of the stomach when the instrument was removed. The affected area was sutured. The pt reportedly underwent re-operation.